Manufacturer narrative:
Section d7: correction. Section d4, d10, h3, h4: additional information. Manufacturer's investigation conclusions: the report of a compromised driveline can be confirmed. The pump was returned with the driveline severed at the pump end bend relief. A severed portion measuring approximately 37¿ was also returned. A replaced segment measuring approximately 19¿ was returned separately. Examination of the blood-contacting surfaces of the returned device found no adhered depositions or thrombus formations. Examination of the driveline revealed no visible damage to the silicone jacket or bionate layer. Some breakdown of the braided shield was observed adjacent to the nipple of the pump housing. The green wire did not pass electrical continuity testing. Visual inspection of the driveline revealed that the conductors of the green wire beneath the insulation of the wire were not intact adjacent to the nipple of the pump housing. The insulation of the green wire remained intact. A breach in the insulation of the red wire was observed approximately 8¿ from the pump housing. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The breach in the insulation, as well as the damage to conductors of the wires, appeared to be the result of repetitive flexing of the driveline. There was no evidence of mechanical damage such as crushing or pinching. The damage to the conductors of the green wire would have caused the driveline fault alarms that were confirmed via the submitted log files. The hmii lvas IFU and patient handbook provide information regarding driveline care can also be found in both of these documents; however, all hm ii lvas drivelines leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with an advisory yellow alarm. An x-ray was performed and it was decided to transfer the patient to the nearest implanting center. While there the doctor downloaded the log file and reset the alarms from the system monitor. The alarms were described as driveline faults. After 2 hours no further alarms had occurred. The next day, the doctor replaced the system controller, but the alarms did not resolve. X-rays and log file extraction was repeated. On (B)(6) 2020, a technical repair of the percutaneous lead was performed in the operating room. The alarm appeared again (B)(6) 2020, and the patient underwent an lvad exchange the same day. No further information was provided.